Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material in the air/water channel and the air/water cylinder, however; it was not possible to identify the foreign matter. There was no physical damage at the places where the foreign material remained. A definitive root cause could not be determined. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material inside the air/water cylinder and the air/water tube. There were no reports of patient involvement.